Event description:
It was reported that ventricular pace impedance has gradually increased recently from 400-500 ohms to 1950 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.